Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed high shock impedance measurements during the implant procedure when programmed rv to can and rv to ra. When programmed ra to can, impedance measurements were within range. Defibrillation threshold testing was performed successfully in triad configuration. The system remains in service. There were no adverse patient effects reported.